Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "sleep" and self-treated syrup and also required third-party intervention by a relative, a neighbor, or a friend who provided fruit juice, sugar or food. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured at (1.59v) to be within specification range (1.45v to 1.65v). An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned de-cased sensor, no issues were observed. The returned battery was measured and within specification range. Therefore, this issue is confirmed to brown out reset condition. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "sleep" and self-treated syrup and also required third-party intervention by a relative, a neighbor, or a friend who provided fruit juice, sugar or food. No further information was provided. There was no report of death or permanent impairment associated with this event.